Event description:
Reportedly, during interrogation the opening page was no longer accessible. No contact with pacemaker possible. Programmer needed to be shut down using the on/off button. Docking station (B)(6).

Manufacturer narrative:
Final report added. Analysis of provided files confirmed the reported issue. During device follow-up on 30 june 2023 the display of the programmer became non-reactive during memory reading. The root cause of the observed issue could not be determined with certainty. It can be assumed that this behavior was probably caused by running processes in the background. Based on available data, this hypothesis can neither be confirmed nor excluded. This case is retained and utilized for trend purposes. Since the battery of the tablet was removed during an active interrogation and to ensure device integrity, it is recommended to return the tablet for a re-ghost and re-installation of the latest smartview version.

Manufacturer narrative:
Analysis of provided files confirmed the reported issue. ¿ during device follow-up on (B)(6) 2023 the display of the programmer became non-reactive during memory reading. The root cause of the observed issue could not be determined with certainty. It can be assumed that this behavior was probably caused by running processes in the background. Based on available data, this hypothesis can neither be confirmed nor excluded. This case is retained and utilized for trend purposes. Since the battery of the tablet was removed during an active interrogation and to ensure device integrity, it is recommended to return the tablet for a re-ghost and re-installation of the latest smartview version.

Event description:
Reportedly, during interrogation the opening page was no longer accessible. No contact with pacemaker possible. Programmer needed to be shut down using the on/off button. Docking station sn (B)(6).

Event description:
Reportedly, during interrogation the opening page was no longer accessible. No contact with pacemaker possible. Programmer needed to be shut down using the on/off button. Docking station sn#: (B)(6).